Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been experiencing high blood glucose in the middle of the night and that has been happening for the last three nights. He said that he has been changing his infusion sets. However, he said that on the morning of the call, he did not change his set, but that he just ate and bolused for his food. The customer¿s blood glucose is now over 500 mg/dl and he says that he does not feel well. He said that the problems only occur only at night. During high blood glucose troubleshooting, the customer¿s blood glucose was 293mg/dl and his current is 537 mg/dl. He complained of nausea, blurry vision and said that his body felt bad but felt okay to troubleshoot. The customer said that the drive support cap appeared normal. He did not have a tubing clamp available and will call back to run the high pressure test. The customer was advised to remove reservoir, rewind, reinsert reservoir and to run a manual prime/fill tubing with his current set. He stated that insulin did exit at the quick release and that no leaks were observed. When observing the infusion set, he said that it looked as if there was an air bubble. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returning for analysis.